Event description:
Customer reported receiving a high reading of 4.7 mmol/l on their blood glucose monitor. The laboratory reference reading of 2.8 mmol/l was received within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The reading the customer reported was found in the meter memory.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.